Manufacturer narrative:
Device evaluation - a review of the device noted an opening on the posterior side, assessed as fold flaw opening. Additional observations noted stress marks on the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange from textured to textured to smooth due to the patient concern of the implant. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/may/2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange from textured to textured to smooth due to the patient concern of the implant. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange from textured to textured to smooth due to the patient concern of the implant. Healthcare professional later reported rupture. Device has been explanted.